Event description:
On (B)(6) 2008, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 52 mm, with a 36 mm x 52 mm, neutral metal liner, the femoral stem was the replica stem, and the femoral head was a 36 mm diameter -2 neck. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: nonunion left femoral neck fracture; post screw fixation.